Event description:
It was reported that during a da vinci myomectomy procedure, the surgeon noticed that the cable broke from the mega suturecut needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation with the following findings: the alleged issue with of the cable broke was confirmed. One grip close cable was broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. Cable segment sticks out at the wrist. Other cables at the wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.